Manufacturer narrative:
The device was not returned to olympus for evaluation. However, the customer had cleaned the socket/ contacts. The customer had not called back and therefore the defect had not occurred again. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for use, a b30(scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, error code b30 is an error that occurs when the communication between the scope and the processor is faulty. It is possible that there could have been a temporary communication failure due to socket contamination or debris. However, the device was not returned for evaluation and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.